Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. According to getinge technician findings the paint chipping occurred on the spring arm, it was confirmed by photographic evidence. No information about any injury has been provided however we decided to report this case in abundance of caution as any particles peeling from the device could be a source of contamination. The parts for repair the device have been ordered. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the paint chipping occurred on the device and it contributed to the event. It is unknown if the device was being used for patient treatment at the time when the event occurred. After reviewing the information provided for the customer product complaints investigated here, the trend is increasing and we can assume that the complaint rate for paint chipping issue is moderate. The concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (see user manual or IFU) avoiding spraying, high concentrations, prolonged exposure to detergents / disinfectants solutions, to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning((¿user manual IFU 01581, rev. 09, 7.1 cleaning / disinfection / sterilisation¿, page 35-38). To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance to lubricate some parts of device. To prevent any safety issue the user manuals or IFU (¿user manual IFU 01581, rev. 09, 4.1 daily inspection before use¿, page 20-22) mention the daily checks which must be performed by the user. Maquet sas recommends to perform corrective maintenance to rectify the default after it is detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Manufacturer narrative:
The correction of d4 serial # deems required. This is based on the internal evaluation. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6), 2021 getinge became aware of an issue with powerled surgical light. The paint was peeling off the spring arm. There was no injury reported, however we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.